Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced adhesive events where 3 infusion sets fell off on 21-jun-2024 and 23-jun-2024 during use.skin tac were used as an adhesive aides used at the area of insertion. Infusion sets were used for 2 days. Patient replaced infusion sets and resumed insulin successfully. No further information was available.